Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg, implanted on (B)(6) 2011, product ID: 5076-52 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during procedure that the right ventricular (rv) lead exhibited intermittent capture. Insulation breach was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.